Event description:
It was reported that the needle clipping device safe clip wouldn't clip through "25g" needles. The following information was provided by the initial reporter: "box was not opened consumer stated, she purchased the bd safeclip and did not know, it did not work with 25g needles. Stated, she didn't use it, she read the instruction after purchase."

Manufacturer narrative:
H.6. Investigation: customer returned one (1) used bd safeclip device from lot 4204329. Consumer stated, she purchased the bd safeclip and did not know, it did not work with 25g needles. Stated, she didn't use it, she read the instruction after purchase. The returned safeclip was examined, and no evidence of manufacturing defect was observed. Since no defects were observed, the alleged issue could not be confirmed. According with the DHR review information attached (see attached file), the problem ¿no clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0 and aql=1). Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle clipping device safe clip wouldn't clip through "25g" needles. The following information was provided by the initial reporter: "box was not opened consumer stated, she purchased the bd safeclip and did not know, it did not work with 25g needles. Stated, she didn't use it, she read the instruction after purchase."